Manufacturer narrative:
The patient suffered a fall and had loosening of their tibial tray. The tray was safely explanted and the new identity tray was implanted without any issues. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient suffered a fall and had loosening of their tibial tray. The tray was safely explanted and the new identity tray was implanted without any issues.